Manufacturer narrative:
Investigation is ongoing and results will be submitted in a f/u report.

Event description:
It was reported that the pull strap has been ripped off at the stitching. There was no pt involvement or adverse consequences reported.